Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer tried to address the low bg by a glucagon injection. Paramedics were called and gave ¿a shot of something (not glucagon) to bring bg up.¿ customer was admitted to the emergency room. Customer was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage.